Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the charging cable to the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.